Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 101060-invalid,627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, dizzy, pain in hip and heavy periods. On 07-may-2014: tuberculin skin test positive. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included ovarian cyst nos, hypertension, tuberculosis, fibroids, stomatitis aphthous, skin lesion, headache, groin pain, hemorrhoids, gestational diabetes, eye disorder, acne, pap smear abnormal, pain in arm, lateral epicondylitis, numbness, paraesthesia hand, neck pain, pelvic mass, iron deficiency anemia, uterine bleeding, palpitations, irregular periods, buttock pain, abdominal cramps, prediabetes, urinary tract infection, uterine fibroids and adhesion. Concomitant products included levonorgestrel (mirena) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 6-nov-2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea and back pain had resolved and the fatigue outcome was unknown. The reporter considered anaemia, back pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: mirena iud in lower uterine segment. The essure device was placed in the left tubal ostia without difficulty and was fired , 2 coils were in the uterine cavity. The essure device was then placed in the right tubal ostia without difficulty and was fired, 4 coils(initially 1 coil then grasped with grasper and additional coils pulled back) were in the uterine cavity. The uterus was evaluated and the area over the essure devices was incised and bilateral essure devices were noted to be present and in the correct position, and sent to pathology. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-jul-2010: result: total bilateral occlusion.. Pathology test - on 30-aug-2013: result: endometrial biopsy gynecologic cytology report: final pathologic diagnosis a: cervical liquid-based pap - epithelial cell abnormallly: low grade squamous intraepithelial lesion (lsil). Endocervical transformation zone component present clinical history diagnosis 1 clinical impression: menorrhagia; on 04-sep-2018: result: result: final pathologic diagnosis endometrium, biopsy: - weakly proliferative endometrium. - no evidence of hyperplasia or atypia. Clinical history diagnosis/clinical impression: menorrhagia; on 04-nov-2018: result: findings: uterus: measures 11.1 x 7.5 x 8.8 cm. Unchanged heterogeneous myomatous uterus with multiple fibroids; on 06-nov-2018: result: final pathologic diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: - cervix with chronic inflammation - weakly proliferative endometrium - multiple leiomyomata; up to 2.1 cm - adenomyosis - fimbriated fallopian tubes with no significant abnormality - essure devices x2 (gross exam only) specimen(s) received: uterus, non-tumor with tube(s)/ovary(s) ¿ uterus, cervix, bilateral fallopian tubes, essure devices x2 gross description: the specimen is received fresh and placed in formalin at 2: 10 pm 06nov2018 labeled with the patients name, medical record number ending in 317, and ¿uterus, cervix, bilateral fallopian tubes, essure devices x 2.¿ it consists of a 337 g aggregate of disrupted uterine tissue. An 11.4 x 6.5 x 5.7 cm portion of uterus contains attached fallopian tubes measuring 9.1 x 0.4 cm and 10.2 x 0.5 cm. Portions of coiled metallic wire are present at the isthmus of each fallopian tube. Representative photographs are taken. The serosa is red-pink and smooth. The portion of uterus is bisected to reveal a 5.7 x 4.1 cm endometrial cavity lined by a 0.1 cm thick red-pink, glistening endometrium.. Pregnancy test - on 05-sep-2017: result: negative.; on 26-oct-2017: result: negative.. Pregnancy test urine - on 24-feb-2010: result: negative.. Ultrasound pelvis - on 14-sep-2015: result: findings: transabdominal images o f the pelvis were obtained . The uterus measures 10 .7 x 5. 5 x 6.8cm. A subserosal anterior l.5 cm fibroid is suggested . The endometrial echo complex measures 11 mm. Right ovary measures 3.5 x 2 .7 x 2 .4 cm and contains a circumscribed hypoechoic structure measuring 1.8 cm poor evaluated secondary to transabdominal images only, but probably a follicle. The left ovary not visualized. Impression: limited study as patient refused transvaginal technique. A subserosal anterior left 1.5 cm fibroid is suggested. Right ovary measures 3.5 x 2.7 x 2.4 cm and contains a circumscribed hypoechoic structure measuring 1.8 cm poor evaluated secondary to transabdominal images only, probably a follicle. Endometrial echo complex measures 11 mm. Left ovary not seen or evaluated.; on 20-sep-2017: result: 1. Stable size of small anterior fundal fibroid 2. Heterogeneous uterine echotexture raising the possibility of adenomyosis..; on 15-aug-2018: result: findings uterus: echogenic structures near the uterine. Cornua may represent essure devices. Anterior uterine 1.9 x 1.5 x 1.6 cm hypoechoic structure suggesting intramural fibroid. Nabothian cyst suggested in the cervix. Impression: left adnexal 3.9 x 4.3 x 2.9 cm cyst with peripheral thin septation. Cyst with thin septation(s) <3mm with or without doppler flow. Globular heterogeneous uterus, consider adenomyosis. Anterior uterine intramural fibroid suggested. Endometrium poorly defined due to heterogeneous uterine echotexture but could measure up to 6 mm near the uterine fundus. Echogenic structures near the uterine cornua may represent essure devices. Exact positioning is poorly assessed on ultrasound. Suggest gold standard evaluation by hysterosalpingogram.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain, menorrhagia, dysmenorrhea and pelvic pain. Lot number as per pfs:101060 as per mr-627071 lot number 101060 is invalid. Lot number: 627071 manufacture date: 2008-04 expiration date: 2010-04.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 101060,627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, dizzy, pain in hip and heavy periods. On (B)(6) 2014: (B)(6) skin test (B)(6) . Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included ovarian cyst nos, hypertension, (B)(6), fibroids, stomatitis aphthous, skin lesion, headache, groin pain, hemorrhoids, gestational diabetes, eye disorder, acne, pap smear abnormal, pain in arm, lateral epicondylitis, numbness, paraesthesia hand, neck pain, pelvic mass, iron deficiency anemia, uterine bleeding, palpitations, irregular periods, buttock pain, abdominal cramps, prediabetes, urinary tract infection, uterine fibroids and adhesion. Concomitant products included levonorgestrel (mirena) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea and back pain had resolved and the fatigue outcome was unknown. The reporter considered anaemia, back pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: mirena iud in lower uterine segment. The essure device was placed in the left tubal ostia without difficulty and was fired , 2 coils were in the uterine cavity. The essure device was then placed in the right tubal ostia without difficulty and was fired, 4 coils(initially 1 coil then grasped with grasper and additional coils pulled back) were in the uterine cavity. The uterus was evaluated and the area over the essure devices was incised and bilateral essure devices were noted to be present and in the correct position, and sent to pathology. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Pathology test - on (B)(6) 2013: result: endometrial biopsy gynecologic cytology report: final pathologic diagnosis: cervical liquid-based pap - epithelial cell abnormally: low grade squamous intraepithelial lesion (lsil). Endocervical transformation zone component present clinical history diagnosis/clinical impression: menorrhagia; on (B)(6) 2018: result: result: final pathologic diagnosis endometrium, biopsy: weakly proliferative endometrium. No evidence of hyperplasia or atypia. Clinical history diagnosis/clinical impression: menorrhagia; on (B)(6) 2018: result: findings: uterus: measures 11.1 x 7.5 x 8.8 cm. Unchanged heterogeneous myomatous uterus with multiple fibroids; on (B)(6) 2018: result: final pathologic diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix with chronic inflammation, weakly proliferative endometrium, multiple leiomyomata; up to 2.1 cm, adenomyosis, fimbriated fallopian tubes with no significant abnormality, essure devices x2 (gross exam only), specimen(s) received: uterus, non-tumor with tube(s)/ovary(s) ¿ uterus, cervix, bilateral fallopian, tubes, essure devices x2. Gross description: the specimen is received fresh and placed in formalin at 2: 10 pm (B)(6) 2018 labeled with the patients name, medical record number ending in 317, and ¿uterus, cervix, bilateral fallopian tubes, essure devices x 2.¿ it consists of a 337 g aggregate of disrupted uterine tissue. An 11.4 x 6.5 x 5.7 cm portion of uterus contains attached fallopian tubes measuring 9.1 x 0.4 cm and 10.2 x 0.5 cm. Portions of coiled metallic wire are present at the isthmus of each fallopian tube. Representative photographs are taken. The serosa is red-pink and smooth. The portion of uterus is bisected to reveal a 5.7 x 4.1 cm endometrial cavity lined by a 0.1 cm thick red-pink, glistening endometrium. Pregnancy test - on (B)(6) 2017: result: negative.; on (B)(6) 2017: result: negative. Pregnancy test urine - on (B)(6) 2010: result: negative. Ultrasound pelvis - on (B)(6) 2015: result: findings: transabdominal images o f the pelvis were obtained . The uterus measures 10 .7 x 5. 5 x 6.8cm. A subserosal anterior l .5 cm fibroid is suggested . The endometrial echo complex measures 11 mm. Right ovary measures 3.5 x 2 .7 x 2 .4 cm and contains a circumscribed hypoechoic structure measuring 1.8 cm poor evaluated secondary to transabdominal images only, but probably a follicle. The left ovary not visualized. Impression: limited study as patient refused transvaginal technique. A subserosal anterior left 1.5 cm fibroid is suggested. Right ovary measures 3.5 x 2.7 x 2.4 cm and contains a circumscribed hypoechoic structure measuring 1.8 cm poor evaluated secondary to transabdominal images only, probably a follicle. Endometrial echo complex measures 11 mm. Left ovary not seen or evaluated; on (B)(6) 2017: result: stable size of small anterior fundal fibroid; heterogeneous uterine echotexture raising the possibility of adenomyosis; on (B)(6) 2018: result/findings: uterus: echogenic structures near the uterine. Cornua may represent essure devices. Anterior uterine 1.9 x 1.5 x 1.6 cm hypoechoic structure suggesting intramural fibroid. Nabothian cyst suggested in the cervix. Impression: left adnexal 3.9 x 4.3 x 2.9 cm cyst with peripheral thin septation. Cyst with thin septation(s) <3mm with or without doppler flow. Globular heterogeneous uterus, consider adenomyosis. Anterior uterine intramural fibroid suggested. Endometrium poorly defined due to heterogeneous uterine echotexture but could measure up to 6 mm near the uterine fundus. Echogenic structures near the uterine cornua may represent essure devices. Exact positioning is poorly assessed on ultrasound. Suggest gold standard evaluation by hysterosalpingogram. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain, menorrhagia, dysmenorrhea and pelvic pain. Lot number as per pfs:101060, as per mr - 627071. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs received with her demographic details were updated. Essure lot number added. Product indication updated and suspect drug explant date added. Race and reporter were added. Following events were added: abnormal bleeding (vaginal), menorrhagia, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), fatigue and back pain. Previously reported event injury to herself was updated to pain. Event severity added for: pain and back pain. Event outcome added for: pain, back pain, abnormal bleeding (vaginal), menorrhagia, blood or heart disorder/condition type: anemia and dysmenorrhea (cramping). Concomitant and historical medications were added. Medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.